Event description:
The complainant reported that low pump flow was encountered during impella cp support. It was noted that there was an acute drop in flows at support levels above p-2 coinciding with reports of suction. The device was repositioned multiple times in conjunction with ventricular tachycardia (vt) events. Upon further inspection, an echogenic mass was noted on the inlet of the pump. The pump was subsequently replaced as a result of the noted issue. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.